Event description:
There is no additional information regarding the event available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to not power on. The power inlet module was burnt and charred. The fuse box was melted. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a poor connection at the fuse spring terminal-to-fuse is the root cause for the fuse drawer thermal issues during use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the device would not power on when off the evac. The power inlet module was fried and it was verified that there was burning/charring which melted the fuse box. There was no patient involvement. Due diligence is complete and there is no additional information available at this time.